Event description:
It was reported by the customer that a pyxis medstation es system did not prompt the discrepancy made by user, even the count was mismatched. The customer reported that nurse pulled the medication and cancelled the transaction twice then removed the medication, which led to wrong item transaction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to(B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to mishandling of the medications during refill or removal by the user. The technical support specialist guided the user on working of the wrong item workflow to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system did not prompt the discrepancy made by user, even the count was mismatched. The customer reported that nurse pulled the medication and cancelled the transaction twice then removed the medication, which led to wrong item transaction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the discrepancy issue was due to mishandling of the medication by user. A technical support specialist guided user to wrong item work flow. The system was functional as intended.